Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient present remotely. Upon review, it was observed that the pacemaker exhibited a false diagnostics alert. No intervention was performed. There were no patient consequences and would continue to be monitored.